Manufacturer narrative:
(B)(4). - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-00940, indicting the manufacturer as unknown. The correct manufacturer is invamex. The FDA registration number was reported as (B)(4), invacare-elyria when the correct FDA registration number is (B)(4) for invamex.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states both back legs collapsed under the patient. MDR filed.